Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file could not confirm directly the malfunction of the host pc, but indirectly indicated that there was issue related to host pc as system was down. The fse replaced the host pc, and the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the system would not boot up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.